Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c4/c5. It was reported the patient has no reported complications and no additional treatment is required.

Manufacturer narrative:
It was reported the device is available for investigation. Waiting for return of the device to complete investigation.